Manufacturer narrative:
Endoskeleton® tt devices must be used with supplemental fixation per the product's instruction for use. It was reported that inadequate supplemental fixation was used for the patient's condition. This allowed the implant to migrate from the disc space leading to the require revision surgery. Attempts were made to receive images (CT or fluoroscopy) of the implant position after the original surgery and prior to the revision surgery. Titan spine did not receive images from the sale's representative or hospital. No further investigation could be performed at this time. Device remained implanted.

Event description:
Endoskeleton® tt implant cage has backed out of the disc space of a patient. Revision surgery is required. Revision surgery was performed on (B)(6) 2016. The tt implant was reposition within the disc space. There was no adverse effect to the patient due to the revision surgery. It was reported unilateral screw were used instead of bilateral hardware that was needed. Patient was a male weight approximately (B)(6).